Manufacturer narrative:
The patient was female, middle age, normal bone quality. On 24 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: in alif lumbar-sacral stabilization, a difficulty is reported in getting proper perforation and tapping of the l5 endplate. It is possible that the bone was rather hard and therefore drill and tap did not allow a proper preparation, which resulted in a slight diastasis between cage and endplate. The main cause for this event cannot be determined with certainty; it's possible that such outcome can be used for further improvement of the instrument design. On 10 april 2017 the r and d project manager performed a preliminary investigation and commented as follows: from the complaint description it seems that the driller is not enough sharp and, in combination with the hard cortical bone, it was difficult to create the holes for the screws. For this reason the screws didn't purchase the bone from the very first beginning and they create a gap. Batch review performed on 10 april 2017. Lot 1651109: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During an anterior fusion on l5-s1, the surgeon put the cage in with the alif inserter head flush h12 and used the alif drill straight guide. He started with the s1 screws and afterwards he placed the l5 screws. With the first l5 screw he felt that the screw pushed the endplate away from the cage (he prepared the holes with the drillguide). For the second screw he used the drill and the tap but that gave no differences. The second screw also pushed away the endplate. The surgeon was not happy with the blunt drillguide, he need to push really hard to get it in. He finished the procedure with a gap between the cage and the endplate. The surgeon put extra bone substitute to fill the gap. He had doubts about the surgical outcome post-operative.